Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the stent delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death, as listed in the graftmaster coronary stent graft system, instructions for use (IFU) is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a spiral dissection formed on the right coronary artery (rca) with a perforation from use of an unspecified device. The 4.0 x 16 mm graftmaster stent was implanted at 16 atmosphere (atm) but did not seal the perforation. Post deployment of the graftmaster stent the patient coded; cardiopulmonary resuscitation (CPR)was given but the patient went into pulseless electrical activity (pea) and expired. No additional information was provided.